Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements that were greater than the programmed output. An alert was issued in the remote monitoring system. The threshold values had increased from 0.5v at implant to 3.0v about two weeks later. Rv loss of capture was observed in a right atrial automatic threshold (raat) test with the output at 2.5v. An email was sent to the clinic recommending seeing the patient for a programmer interrogation and to assess the rv lead. It was noted the patient had an intrinsic conduction and was 2% paced in the rv. No adverse patient effects were reported. The lead remains implanted and in service.